Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2018-02911, reference MFR. Report#: 1627487-2018-11607. It was reported the patient was unable to set their ipg into MRI mode due to low impedance on the patient's left lead. It was also reported the patient had been receiving inadequate coverage. In turn, the patient underwent surgical intervention. During the procedure, the patient's left lead was found to be partially pulled out of the header of their ipg. As a result, the patient's left lead was explanted and replaced. The replacement lead was implanted at a new location. Surgical intervention addressed the patient's issue. Note: both of the patient's leads are being reported as explanted because it's unknown which lead was liable.